Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 16.4¿a. The criteria is <55¿a. Pass. Meter setting, audio and all buttons function are ok. Tested the suspected meter with in house control solution and in house strips (strip lot number:d150923-1). The control solution tests for level low are 61/59 mg/dl; for level high are 274/280 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass. Patient told that the strip lot with them was lot number d150730-2. But the suspected strips did not returned to ok biotech, so we tested the retained strips in our warehouse (strip lot number:d150730-2). The control solution tests for level low were 60/60 mg/dl; for level high were 281/281 mg/dl. The control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass.

Event description:
(B)(4) (our importer) received a call on (B)(6) 2015 reporting a medical intervention that occured on (B)(6) 2015 at 8:00am. Patient's spouse(cb) called in stating that she performed a blood glucose test on patient(tb) with a result of 300mg/dl. Patient was not displaying any symptoms. Patient's spouse called because of being instructed by patient's physician to report incidents to him/her when patient's blood glucose level is above 300mg/dl. Event happened on sunday, so patient called ems instead of patient's physician. Patient's blood glucose reading at the time of the event was 300mg/dl with the prodigy meter. No medication was taken prior to the event. Patient's normal glucose reading around the time of this event is around 100mg/dl. Patient drank 7-up prior to seeking medical attention. Paramedics were called within 1 hour after testing with the prodigy meter. Paramedics arrived at patient's home within 15-20 minutes of being called. Paramedics performed a blood glucose test with their meter with a result of 109mg/dl. Approximately 1 hour had passed in between initial testing with the prodigy meter and the paramedic's meter. Paramedics also performed a glucose test with the prodigy meter with a result of around 300-400mg/dl. While waiting on paramedics patient was bathed and placed in a recliner. Paramedics did not administer any treatment. Patient was not transported to hospital. No changes had been made to patient's diabetic medications before or after the event. Additional note: patient performs glucose test 3 times per day via fingers. Control solution test was performed by caller on the day of the medical intervention and results were within range. Prodigy performed 3 control solution test and results were within range. Pdc is following up with reporter to request return of suspect system.